Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition was confirmed. An assessment was performed and it was observed that the device bearing was not functioning and defective. It was noted that the bearing and few other spares were found rusted and faulty. It was further determined that the device failed pretest for check of free moving, check function of all modes. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event it was reported from (B)(6) that the handpiece device was not running fast or properly. It was also reported that when the device was ran for two minutes the lid device became hot. It was reported that the device were used together. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.